Manufacturer narrative:
(B)(4). Event problem and evaluation codes: no known impact or consequence to patient. Loose or intermittent connection. Actual device evaluated. Wear problem. Device repaired and returned. (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-008-c which included inspection of the suction arm on affected models pursuant to predefined inspection criteria (qs-397). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The customer owned device was previously returned to pentax medical from a customer on (B)(6) 2018. Inspection of the device was performed on (B)(6) 2017 where the quality control inspector found the following: up/ down brake knob/ lever missing. Passed wet leak test. Umbilical cable bump. Up/ down control knob/ lever broken. Umbilical cable dent. Passed dry leak test. Suction arm loose. # 4 remote control button cover cracked. Insertion tube mild crush at stage 1. Hole in # 1 remote control button cover. Primary operation channel resistance. Inspection of the suction arm was performed and the device failed the inspection criteria. The scope's repairs were performed where the loose suction arm was correction, and the unit returned to the user on (B)(6) 2017. Parts replaced: o-rings and seals. Friction lever assy. Remote control button(1)pb_free. R.c. Button (4) pb-free. Angle lever assy. Insertion/s-nipple attaching screw. O-ring(1.25x3.5). Suction connection tube. O-ring(1.2x3.5).